Event description:
It was reported by the customer that their insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. Customer changed reservoir and infusion set to retest. Customer was unable to troubleshoot at time of reporting. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 240 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.